Manufacturer narrative:
The patient's cause of death was unrelated to the study device or procedure. This is being reported as a follow-up to the clinical study. Cross reference MFR report numbers: 3009784280-2020-00077. Report source: foreign- (B)(6)/ study name: (B)(6)- patient ID #(B)(6). PMA/510k: PMA number is not applicable. The device is a non-commercial product with a ce mark that was used as part of a clinical study. During the index procedure, the product worked as intended and the device was discarded, thus no product evaluation was performed. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
It was reported through a clinical study that during the index procedure on (B)(6) 2016, two stellarex catheters were used to treat the target lesion of the right mid and distal sfa. Approximately 38 months post index procedure, the patient expired due to complications of sepsis, alzheimer, and acute kidney insufficiency on (B)(6) 2019. The physician indicated this is not related to the study device or procedure.